Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer reported a low blood glucose (bg) level of 43 mg/dl as a result of needing settings adjustments. Bg was addressed by consuming carbohydrates. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.